Event description:
Caller indicating the assure 4 meter was reading high. 8 am reading was 117 on a4 meter. Patient complaining of chest pain, was taken to the ER. At the ER blood sugar read 40 on the ER meter. Patient came back to the facility the same day. No other info available from facility.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.